Event description:
It was reported that the reservoir leaked water and did not reach 41 degrees celsius. It failed preventive maintenance. Started getting over temperature at 35 degrees celsius. No additional information was available. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a cracked tank cover, faded line cord, worn enclosure, stained front cover, and outdated pcb (printed circuit board) and power switch. The customer stated problem was duplicated. Overtightening tank cover screws or dropping caused it to crack and the device was out of calibration causing the over temp to alarm early. No was action taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. The cause of the reported problem was traced to the customer damage of the device (overtightening). A DHR (device history review) was not performed because the reported problem is a known issue addressed through a supplier corrective action where the molding process was changed to reduce the tank cover bowing that results in crack and water leakage. Service history review identified this device has not been in for service previously expect for restocking in 2008. Device was manufactured in 2002., corrected data: e4: correction: customer reported to FDA: no information. D5: correction: operator of the device: unknown.